Event description:
The reporter indicated that the surgeon implanted a 13.2mm vticmo13.2 implantable collamer lens, -17.0/+2.5/113 (sphere/cylinder/axis) into the patient's right eye (od) on (B)(6) 2021. On (B)(6) 2021 the lens was explanted due to elevated iop. Reportedly, "the patient has eye pressure in spite of all ocular treatment." After removal, the eye pressure is stable but the pupil is dilated.

Manufacturer narrative:
Weight: unk. Ethnicity: unk. Race: unk. Date of event: unk. PMA/510(k): this product is manufactured in the u.s. But not marketed in the u.s. (B)(4). Claim #: (B)(4).

Manufacturer narrative:
H3-device evaluation: lens returned in a vial, in liquid. Visual inspection found haptic broken. Product evaluation performed even though inspection was not required. Dimensional inspection found the lens to be within specifications. Claim# (B)(4).